Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The meter was requested for investigation. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter had an issue with the meter display on coaguchek xs meter serial number (B)(4). The reporter stated she has to tilt the meter to be able to read the results, otherwise they are too faint to read. The reporter performed a display check and stated all numbers were faint with missing segments in the result field.